Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer declined troubleshooting from tandem technical support. No additional information was provided. Customer's blood glucose was 318 mg/dl.